Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump that does not turn on was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with broken cable has been confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be customer mishandling. The power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. The facility representative contacted a technical service representative to report a flo-gard infusion pump that has a broken cable; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.